Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
Customer reports to have experienced keypad anomaly possibly due to working out with insulin pump attached. Customer states that none of the keys were responding. Customer also reports to have received a button error alarm. Customer's blood glucose was 111 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.